Manufacturer narrative:
The customer reported 12-lead ECG signal loss. Philips evaluated the device and confirmed the failure. The issue was resolved by replacing the ECG leads trunk cable.

Event description:
The customer reported 12-lead ECG signal loss.